Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. It was also noted that the distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant. Analyst comments stated that the lead was returned fully retracted and blood visible inside helix.

Event description:
It was reported that one week post implant at the incision check the device check revealed no capture at max output. A chest x-ray showed questionable advancement of the right ventricular (rv) lead. However, the patient had no complaints of chest pain or discomfort. An echo was negative for pericardial effusion. The echo was repeated in one month and still there was no effusion, no capture. A computed tomography (CT) scan revealed the rv lead appeared to be in the pericardium. The patient was scheduled for a lead revision with surgical backup. At the rv lead revision the lead was explanted and replaced. However, it was noted that a new rv lead was initially attempted but then had difficulty with the extension of the helix. It was stated that the helix of the replacement lead was extended for initial rv placement, but after unacceptable sensing in that location the helix was retracted. Then after moving to another rv location the helix could no longer be extended and the physician stated that they could not feel any torque build up on the conductor. The replacement lead was removed and a new venous access was obtained and a new rv lead was placed without difficulty. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.